Event description:
The clinic reported that a laser vision correction patient presented at a post op exam with an over corrected vision treatment in each eye. The patient's best corrected visual acuity was 6/18 (20/50).

Manufacturer narrative:
(B)(4): undercorrected vision. Device currently not marketed in the us. An amo authorized representative evaluated the system at the customer location and found that the customer had changed the lane length of the manifest refraction device (mr) but did not update the lane length in the idesign to correspond with the change. Field service corrected the settings in the idesign to match the mr. Instructions were provided to the customers by the amo clinical development manager stressing the importance of following the protocol for matching the mr with idesign scan and to use the recommended nomogram. All pertinent information available to amo has been submitted.

Manufacturer narrative:
Additional information received for the patient, auto refraction measurement taken on (B)(6) 2013 results: od: +0.25s +0.50d x 130, os: +0.25s, bcva ¿ 6/6p (20/20) for both od and os. After this date patient has not come back to clinic for check up. All pertinent information available to the manufacturer has been submitted placeholder.

Manufacturer narrative:
The patient was retreated for undercorrections and their uncorrected visual acuity is now 6/9 (approximately 20/30). Post op best corrected visual acuity is not available. Placeholder.